Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast visible in the hub, the inflation lumen, the guide wire lumen and in the balloon, which was loosely-folded. This indicates that the device was prepared for use, inserted into the body, and pressurized during the procedure. The analysis confirmed that the distal shaft was separated at the proximal end of the guide wire exit notch. The fracture faces were stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue) and is consistent with the reported information that force was applied during the attempt to remove the catheter once resistance was encountered. The analysis also found that both the distal shoulder and taper of the balloon were wrinkled/bunched. However, since there was no report of any damage observed to the catheter prior to the procedure, this suggests that the damage occurred during or after the procedure. In this case, it is possible that the balloon became bunched from an interaction with the patient anatomy and/or the guiding catheter during advancement/retraction of the device, thereby contributing to the reported resistance. Then as force was applied during an attempted removal, this interaction likely caused the shaft to separate as a result. It should be noted that in the voyager nc instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The IFU also states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. Difficulty removing the balloon catheter from the guiding catheter, causing resistance between the two device may be due to factors including, but not limited to, damage to the balloon, the balloon not being fully deflated prior to attempting to remove the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or an interaction with the patient anatomy. No patient anatomical information was provided and the guiding catheter used during the procedure was not returned for analysis, both of which may have aided the investigation. The analysis also noted multiple bends in the hypotube. However, this damage was not originally reported in the case description and likely occurred during the procedure or from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related or have contributed to the reported complaint. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. A sampling of units are also destructively tested to verify shaft integrity and tensile strength. Based on the information received with the reported event and the analysis of the returned product, the reported resistance with the guiding catheter, balloon bunching and shaft separation appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that after pre-dilatation in the proximal left diagonal artery, the voyager nc balloon was deflated. Resistance was felt when removing the dilatation catheter through the 6 fr non-abbott guiding catheter. The guide wire, dilatation catheter and guiding catheter were pulled using more force than normal and the dilatation catheter separated into two pieces, 10 cm from the balloon, in the guiding catheter. The guiding catheter and the separated segments of the dilatation catheter were removed as a single unit without intervention. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information has been provided.